Manufacturer narrative:
A further clinical review of the event details was completed and a change in the MDR reportability was identified. No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during completion of an MRI breast biopsy procedure, the needle could not be removed from the coaxial. The needle and the coaxial had to be pulled out at the same time, preventing the placing of a marker. There was no patient injury reported.

Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and the reported lot met all release criteria. Visual inspection: the sample was returned used. The aperture and cutter were protruding from the end of the introducer cannula. The end of the introducer was found to be slightly cracked where the cutter was protruding. Functional/performance evaluation: because the cutter was protruding from the aperture of the probe, the probe was unable to be removed from the introducer. The probe was pushed further through the introducer cannula to expose the cutter. The cutter was found to be detached from the inner needle, and the cutter was removed with no resistance from the probe with tweezers. The break at the proximal end of the cutter was found to be at a weld joint, with the break being clean and completely circumferential. The cutter was examined under a microscope and damage to the blade of the cutter was noted. It is possible that this damage to the blade was due to being pushed into the distal end of the aperture. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is confirmed for a break, as the weld joint between the distal end of the cutter and the inner needle was found to be broken. The sem analysis indicated that the weld penetration was inadequate, therefore the root cause is most likely manufacturing related. The MRI probe cutter lot was reviewed by the manufacturer, and all cutters released for this lot number had no non-conforming defects. The laser weld process was reviewed, and no inconsistencies were noted in the weld procedures, and all welding machine maintenance records were found to be up to date. Based on the information received from the manufacturer, it is unknown how the cutter was incompletely welded. The definitive root cause could not be determined based upon available information. Labeling review: the current instructions for use (IFU) states: complications: - complications that may be associated with the use of the encor® biopsy device and driver are the same as those associated with the use of other biopsy devices. These may include injury to the skin, blood vessels, muscles, organs, bleeding, hematoma and infection. Directions for use:- for handheld use, press the ¿sample¿ button on the driver to open the tissue acquisition aperture. The ¿vac¿ (vacuum) button may be utilized to evacuate fluid or blood. While firmly holding the driver to maintain the aperture at the target site, press the ¿sample¿ button again to initiate the automated tissue acquisition cycle. A tissue sample will be automatically transported to the tissue collection chamber. If the sample rinse feature is enabled, each sample will be rinsed with saline. Repeat this step to obtain sufficient tissue samples. Note: alternately, the foot pedal ¿sample¿ and ¿vac¿ switches may be used; however, the biopsy device must be calibrated using the ¿sample¿ button on the driver for handheld use. Pressing and holding the foot pedal ¿sample¿ switch will enable continuous sampling. - at the conclusion of the procedure, remove the device from the breast and turn off the equipment. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.